Manufacturer narrative:
Internal complaint reference (B)(4). Zeman ca, mueller jd, sanderson br, gluck js. Chronic distal biceps avulsion treated with suture button. J shoulder elbow surg. 2020 aug;29(8):1548-1553. Doi: 10.1016/j.jse.2020.01.103. Epub 2020 may 4. Pmid: 32381475.

Event description:
It was reported that on literature review ¿chronic distal biceps avulsion treated with suture button¿; after the procedure using endobutton, one patient had persistent lateral antebrachial cutaneous nerve palsy. No further information is available.

Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.